Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no errors. Fva primary pin was sticking. Removed fva assembly and pins have debris. Cleaned fva pins. Fva lip seals will be removed and replaced during repair process perform functional testing. No other damage found.

Event description:
The following has been reported: biomed reported: "pump that needs to be sent out for repair, no patient harm connected to it. Pump was thoroughly cleaned at least 2 times before determining that the pump needs to be sent out." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.